Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces with the helix partially extended and clogged blood/tissue. Visual examination of the lead found multiple external insulation abrasions breaching the non-functional cable lumen and ring electrode cable lumen with abraded etfe cable coating of the non- functional cable and procedural damage to the inner coil lumen proximal to suture tie impression. The cause of external insulation abrasions is consistent with friction to the device can. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Wear problem.